Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that suction loss occurred during laser treatment. There was no patient injury or surgical intervention required.